Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery due to an unpredicted rotation of the iol.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/06/2009 by fax and mail. A completed questionnaire on 02/09/2009. This report was mailed to FDA on: 03/06/2009.